Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, assisting the customer in the process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again.